Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 36 mg/dl. The caller states that the issue was not with the insulin pump but a user error. The customer was awake but unresponsive with ems arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.